Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer loaded several new cartridge to resolve the issue however the cartridge alarm recurred. The customer continued to use the pump for insulin therapy.there was no adverse impact to the customer¿s blood glucose level.